Event description:
Info received indicates the knee function is running up unintentionally.

Manufacturer narrative:
The tech found when he unplugged the siderail, the knee function would continue to run on its own. He replaced the power control module to repair the bed.